Manufacturer narrative:
Findings: pump received with intermittent button response due to corroded keypad traces. No unexpected numbers scrolling or scrolling through menus during testing. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 160 mg/dl. The customer stated that the device would run up and down numbers whenever she tried to set a date and set in the amount of insulin. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.